Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc) to report discordant nonreactive atellica im sars-cov-2 igg (scovg) results obtained from one patient that were considered discordant compared to alternate method results. The atellica im scovg IFU states in the limitations section: "performance characteristics have not been established for the assay used in conjunction with other manufacturers' assays for specific sars-cov-2 serological markers. Laboratories are responsible for establishing their own performance characteristics. Results obtained with the assay may not be used interchangeably with values obtained with different manufacturers' test methods. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (preseroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients." A false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating. MDR 1219913-2022-00121 was filed for the same event.

Event description:
The customer obtained a nonreactive (negative) atellica im sars-cov-2 igg (scovg) result for a patient sample on (B)(6) 2022 that was considered discordant when compared to the positive results from an alternate method. Repeat testing was performed on (B)(6) 2022 with the atellica im scovg assay and the result was nonreactive (negative). Previous pcr (polymerase chain reaction) testing from february showed a positive reaction. The initial result was reported to the physician and was not questioned. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant nonreactive (negative) scovg results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2022-00120 on 26-apr-2022. 27-apr-2022. Correction: this is a correction to section d4 of the initial MDR. The initial MDR had the incorrect catalog# and UDI#. The correct catalog # is 11207387. The correct UDI # is (B)(4). Section d4 was updated with the information. 27-apr-2022. Additional information: the lot number for the atellica im sars-cov-2 igg (scovg) assay was provided as lot 013. Section d4 was updated with the information for the lot number and expiration date. Section h4 was updated with the device manufacture date. The customer name and contact information was provided. Section e1 was updated with the information. The sample type is serum. For the repeat testing on (B)(6) 2022, the same sample was used. Siemens healthcare diagnostics continues to investigate. MDR 1219913-2022-00121 supplemental report 1 was filed for the same event.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2022-00120 on 26-apr-2022. Siemens filed the MDR 1219913-2022-00120 supplemental report 1 on 29-apr-2022. Siemens filed the MDR 1219913-2022-00120 supplemental report 2 on 20-may-2022. 02-jun-2022 additional information: an outside of the united states (ous) customer contacted a siemens customer care center (ccc) to report discordant nonreactive atellica im sars-cov-2 igg (scovg) results obtained from one patient that were considered discordant compared to alternate method results. Siemens healthcare diagnostics investigated. In house data was reviewed and all release criteria was met. Siemens continues to test variants and there has been no data generated indicating we are not picking up all variants. The instructions for use (IFU) (11207632_en rev. 04, 2022-01) state in the summary and explanation section: "multiple covid-19 vaccines target or include the s1 rbd, as data indicate antibodies to this region can be neutralizing. The ability to identify specific antibodies associated with neutralization is an important adjunct to the detection of an immune response to the sars cov 2 virus." The instructions for use (IFU) (11207632_en rev. 04, 2022-01) state in the limitations section: "it is currently unknown how long sars-cov-2 antibodies persist following infection and if the presence of antibodies confers protective immunity. A nonreactive test result does not exclude the possibility of exposure to or infection with sars-cov-2. Patient specimens may be nonreactive if collected during the early (pre seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients. Results obtained with the assay may not be used interchangeably with values obtained with different manufacturers' test methods. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." There has been no product nonconformance identified. No further evaluation of the device is required. In section h6, the investigation finding and investigation conclusion codes were updated. MDR 1219913-2022-00121 supplemental report 3 was filed for the same event.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2022-00120 on 26-apr-2022. Siemens filed the MDR 1219913-2022-00120 supplemental report 1 on 29-apr-2022. An outside of the united states (ous) customer contacted a siemens customer care center (ccc) to report discordant nonreactive atellica im sars-cov-2 igg (scovg) results obtained from one patient that were considered discordant compared to alternate method results. 27-apr-2022 additional information: the instrument was not serviced by a third party. Section d8 was updated with the information. Siemens healthcare diagnostics continues to investigate. MDR 1219913-2022-00121 supplemental report 1 was filed for the same event.